Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient had lost the meter remote, and was unable to properly program the pump with the appropriate bolus doses. The patient experienced blood glucose levels ¿in the 400¿s mg/dl¿ and tested positive for urinary ketones. There was no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect by not having the meter remote to use to program bolus doses of insulin into the pump. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Date of event: not provided.